Event description:
The event was reported that the doctor was performing a breast biopsy and the cutter wouldn't return full samples. They tried increasing the vacuum, flushing the probe with saline, changing the vacuum set and canister and received the same issue. The customer tried a second probe, took additional small, choppy samples and encountered the same issue. They tried a third probe and managed to complete the case with no pt consequence.

Manufacturer narrative:
Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the vso vacuum system to be replaced. The device was functionally tested, met all product requirements and returned to the customer.